Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during a transfemoral tavr procedure in the aortic position, the gross valve alignment was completed without issues, however, the fine alignment wheel ¿seemed to be stuck and could not be turned¿. The valve was attempted to be retrieved back into the esheath but it was not possible; therefore it was decided to proceed with the implantation despite the valve not being between the markers. During valve deployment, due to the valve not being between the markers, the balloon opened only proximal and pushed the valve aortic. As it was not possible to reposition the valve in the aorta, it was decided to pull the valve back into the iliac artery. During the retrieval of the valve back into the artery, the iliac artery ruptured. A balloon was inserted cross over in order to block the rupture. The device was then surgically removed and the rupture was surgically repaired. Afterwards, a new 26mm sapien 3 valve was successfully implanted and the patient was noted to be in stable condition at the conclusion of the case. It is perceived that calcification must have gotten caught and ruptured the iliac artery during the retrieval of the valve into the artery.

Manufacturer narrative:
The delivery system was returned to edwards for evaluation. The device underwent visual, dimensional and functional analysis. Visual inspection revealed gouging was present on the flex tip, consistent with a crimped valve being pushed through the sheath and valve alignment being initiated. During functional testing, the gross valve alignment was able to be completed on the returned delivery system. Then, the delivery system was locked and the fine adjust knob was used to verify the fine adjust function. The fine adjust knob was able to be rotated and the fine adjust was verified to be functional through its entire travel. No abnormalities were observed. Dimensional analysis was performed. All measurements taken met specification. During manufacturing, the commander delivery system undergoes 100% inspection by manufacturing and quality. These inspections during the manufacturing process and testing performed during the product verification process support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The complaint for ¿fine adjust difficulty, unable to rotate¿ was unable to be confirmed. It is possible that challenging anatomical conditions such as calcification and tortuosity caused tension in the delivery system, leading to inability to align the valve and therefore inability to rotate the fine adjustment knob. However, no information about patient anatomy was provided. A root cause was unable to be determined. The complaint for ¿withdrawal difficulty, valve through sheath¿ was unable to be confirmed. Per the complaint description, the balloon was at least partially inflated during the procedure. It is possible that this inflation caused the valve to partially expand, making the valve unable to fit into the esheath for retrieval. In addition, withdrawal of the delivery system can be affected by factors such as tortuosity which can impact co-axiality of the devices (delivery system, valve, and sheath) during retrieval. Therefore, the cause of the withdrawal difficulty and subsequent surgical intervention was likely caused by patient and/or procedural factors. Review of complaint history for february 2017 revealed that the occurrence rate does did not exceed the control limits for these failure modes. Therefore, no corrective or preventative action is required.